Manufacturer narrative:
The electrode lot number was not provided. The field service engineer (fse) inspected the module and could not find any cause for the event. He noted that an abnormal aspiration alarm occurred at the time of the event. He replaced the electrodes and performed reagent primes, ion-selective electrode checks, calibration, and qcs with successful results. The customer verified that the module was again performing according to specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable k electrode results from one patient sample tested on the cobas 8000 cobas ise module (double). The initial result from the module was 3.8 mmol/l. The repeat result from another module was 4.3 mmol/l. The medical staff questioned the initial result prompting the rerun of the patient sample.

Manufacturer narrative:
The repeat result was deemed correct and was verified. The qc results were within -2 standard deviations and were within specifications. There was no indication of a performance issue with the reagent. The investigation did not identify a product problem. The cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.